Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic and was unable to self-treat. A caregiver called an ambulance and in the meantime the caregiver administered sweet carbonated drink. Upon arriving first responders obtained a blood glucose result of 600 mg/dl on the healthcare professional (hcp) meter, compared to a sensor scan result of 55 mg/dl. When the provided results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of the wear was 6 days. Then hcp administered 20 units of insulin (intravenous) and then an additional 15 units an hour later for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.